Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: white calcification observed, in the surface of the shell. Crease fold observed, in the surface of the shell. Observed, an opening striated assessed, as to surgical damage. ¿ wear abrasion observed in the device.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: exchange due to patient¿s concerns with the product and right side capsular contraction, baker grade iii/IV.

Event description:
Healthcare professional reported right side exchange due to patient¿s concerns with the product and right side capsular contraction, baker grade iii/IV. Device remains implanted.